Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused during chemotherapy infusion. Clinician utilized edit vtbi (volume to be infused) instead of maxvtbi (max volume to be infused) to accommodate for bag overfill. Vtbi and rate increased but time held constant. Infusion completed 20 mins prior to end of 2 hour administration time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.